Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in progress. Once the investigation has been completed or add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device was operating intermittently. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.